Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt who had several surgeries, 4 - 5, to remove a bone tumor in the calvarial area, was implanted with psi peek implant in (B)(6) 2012. At the previous surgery, palacos was used for previous closure and the pt developed an allergy to the palacos. Some weeks after the implantation of the psi, pt presented with a reaction. Blood analysis showed eosinophilia, which is a sign of local reaction (allergies. The psi was removed on an unknown date, pt was revised to a ceramic implant. Surgeon noted he discussed the case with infectiologists in the hospital; they believe the pt developed a polymer allergy, so she reacts to palacos and to peek.